Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited atrial undersensing on stored electrograms (egm) due to events falling into atrial blanking periods. The ipg was explanted and replaced with an implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.